Manufacturer narrative:
The customer rec'd a letter from beckman coulter, inc ((B)(4)) prior to the event. The letter contained instructions pertaining to carryover. The customer was not adhering to the procedure prior to the event. On (B)(4) 2010, the field service engineer (fse) performed (B)(4) (service rep action needed to reduce slidemaker elevated carryover levels) and verified instrument performance. The fse also provided the customer with the procedure to follow, (B)(4). Root cause for the carryover is mechanical and user error. The customer did not follow instructions to mitigate the problem as stated in product labeling. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported the presence of avian cells on blood slides processed with the lh slidemaker. The blood slides were being using for pt tests for differentials. The avian cells were present after the controls were run on the lh slidemaker. The presence of the avian cells on the pt blood slides were a result of carryover from the controls. Erroneous test results were not reported out of the laboratory. The carryover was due to failure of the user to follow instructions provided by beckman coulter, inc. No reports of death or serious injury, and no affect to pt treatment as a result of this event.